Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked, unresponsive, and unreadable. Additionally, after pump screen shattered from being dropped, the pump screen would not turn on after pressing wake button. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.